Manufacturer narrative:
The customer reported that the central nurse's station (cns) stopped recording vitals for patients that were on devices connected via wifi. The customer stated the the cns has a mix of devices, but mosly gz-130pa's with about 5 bsm-1700's. According to the customer, bed name pmtele-56 gave comm loss message when the vitals signs disappeared. Patient on devices connected via network cable had no issues. The customer has uploaded the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) stopped recording vitals for patients that were on devices connected via wifi. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) stopped recording vitals for patients that were on devices connected via wifi. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) stopped recording vitals for devices connected via wi-fi. The cns was monitoring a mix of devices, but mostly gz-transmitters with about five bsm-1700s. The bed name pmtele-56 gave a comm loss message when the vital signs disappeared at the cns. Devices connected via a network cable had no issues. No patient harm or injury was reported. Investigation summary: this cns was monitoring patients from different floors connected via wi-fi, the other half of the floor was covered by another cns; however, that cns had no issues with wi-fi on the same floor. The biomed had their it department check the logs for wi-fi issues for the floors where vital signs disappeared. Nihon kohden (japan) analyzed the logs and found that the monitors loss communication at once, and the message "comm loss" was triggered. It was noted that there was no communication failure for the cns - the device was connected to the network. Thus, this is the reason that occurred on the pathway between the gz transmitters and the cns. Based on the report that communication loss was observed for only the wi-fi connected devices (gz and the bsm 1700), there was likely a wireless network problem. Service history for this facility, reviewed for the time frame of 1 month prior to and one month after the reported event for incidents related to wireless connectivity. No other incidents were found. The analysis found no device malfunction for the cns. Wireless devices were not available for analysis. Due to the nature of the event where the communication loss occurred only for the wireless devices, and that no other reports of patient connected device failure, it is presumed that the cause of the communication loss was related to the wireless network.